Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn:(B)(6). The returned ipg was analyzed and an ec burn marked on the case. The device was in hibernation and it was fully charged in one cycle. A review of the patients data found that the battery depletion rate was within the expected range. The device was implanted in 2016 and electrical test revealed found no anomalies. With all the available information, boston scientific concludes the reported event was confirmed. A labeling review found that the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. The probable cause was a known inherent risk of the device.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively.